Event description:
Related manufacturer report number 1627487-2022-02887. It was reported that the patient was not receiving effective therapy from their system. It was found that the l5 lead had high impedances. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the system was explanted. During the procedure, the s1 lead was partially left implanted due to accessibility and partial fraying of the lead. There are no plans to remove the lead.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.